Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated weight. All steps were performed again according to the instructions for use and the lock lever was confirmed to have stayed in its fully flushed position; this time, the mitraclip xtr passed the final arm angle test and was successfully deployed reducing mr grade to 2. A mitraclip ntr was then inserted and grasped the leaflets. The mr reduction appeared promising with mr reduced to a trace grade, but after the ntr was deployed, mr was grade 3. Echocardiography confirmed there was no leaflet injury from the two deployed mitraclips. It is suspected that the posterior cleft contributed to the mr grade. Despite the mr grade, the procedure was considered a success due to the significant improvement in the patients hemodynamic status. There was no additional information provided. The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed for the gripper actuation issue, clip opening while locked and the lock lever movement. It was reported that this was a mitraclip procedure to treat grade 3-4 mixed etiology mitral regurgitation (mr) in the patient with a very challenging anatomy, including severe scoliosis, hypertrophic cardiomyopathy, posterior leaflet cleft, and septal anterior mitral valve leaflet that was pulled into the left ventricular outflow tract. When the mitraclip xtr had grasped both leaflets with the clip arms, the gripper lever was engaged but only one of the grippers responded. Trouble-shooting was performed and the procedure continued with both the grippers responding appropriately. Final arm angle of the mitraclip xtr was tested, but the clip opened. Troubleshooting was performed again, but the clip opened again and failed the final arm angle test. It was noted that the lock lever had moved from its fully flushed position after the arm positioner was being turned towards open.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Review of the complaint history identified no similar incidents reported from this lot. The investigation determined the reported mechanical issue and gripper actuation issue appears to be related to patient morphology/pathology (severe scoliosis, hypertrophic cardiomyopathy, posterior leaflet cleft, and septal anterior mitral valve leaflet that was pulled into the left ventricular outflow tract) which caused increased tension/curves on the device. The cine and echo were received and reviewed by a clinical specialist who concluded that the event could be due to the fact that there is a lot of curvature applied to the sgc (curvature is about 90 degrees which is the maximum) that reflects on a curvature on the cds (which is also deflected quite a lot). When the cds is highly deflected, friction of the gripper line and of the lock line may become too high and prevent correct movement and response of the device. The investigation was unable to determine a definitive cause for the lock lever movement. In this case, it is possible that the lock lever was inadvertently moved during the procedure; however, this cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.